Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the forceps elevator and peeled adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified for either malfunction. Based on the results of the investigation, the most probable cause of the burn found during device evaluation is that a high-energy treatment tool (high frequency, etc.) Was possibly used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.